Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up and down arrow keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/04/2016 with the following findings: during investigation, the keypad was intact; no damage was observed. The up arrow and down arrow buttons on the keypad were found to be under-responsive. The keypad was removed and there was evidence of moisture corrosion found on up and down arrow button contacts. The pump was opened and no further moisture was found inside the pump. No moisture was observed in the battery compartment. Unrelated to the complaint, investigation revealed that the display was dim and discolored.